Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, and indicated stretching. Analyst commented, helix is slightly stretched, but measures within specification. Damaged at implant attempt. (B)(4)

Event description:
It was reported that during the implant procedure, the implantable pacing lead (ipl) screw would not extend or retract after the second deployment during implant. Possibly some heart tissue was pulled off the wall in testing if the lead was secured and this could be seen on the end of the lead when explanted from the patient. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.